Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and chronic/intract pain. It was reported that the patient was charging too often. The patient stated that they charged their ins to 100% but the charge only lasted about 11 hours. The patient hadn't been reprogrammed recently and no changes were made. The patient stated that they would try to decrease stimulation to conserve the battery. Additional information was received from a rep. An impedance checks showed impedance between 1700-2300 ohms. Technical services calculated the recharge interval based on 3.5 volts 60 hertz 450 microseconds, 1700 ohms with 2 anodes and cathodes for 2 programs and on the third has 3 anodes and 2 cathodes with 24/7 usage the recharge interval is 11.66-13.79 days. The rep stated that the patient charged once a week but can only charge to 50%. The rep was curious if the patient never charged to full if it would affect battery capacity and it was stated that the ins has no memory so it should not. The patient stated that they charged to full on (B)(6) and in the morning the device was only at 50%, technical services stated that this should not be the case unless there is some sort of short or the patient didn't really charge fully. It was recommended to check the recharge data. The patient was going to meet with the rep after charging for a week. No further complications were reported. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.